Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the central venous catheter was inserted into the patient for hemodialysis to treat uremia, the medical staff found that the puncture needle and the guide wire were incarcerated or stuck making it unusable. At the same time, the guide wire and the puncture needle were pulled out, but they still could not be separated outside the body, and then replaced with a new catheter. It was reported that the incident had a risk of infection and the patient had tissue damage. It was later reported that no adverse event occurred. There was no reported patient injury.